Event description:
The patient reportedly experienced pain, sound quality issues, and intermittencies, followed by a loss of lock between his external equipment and device. It was also noted that the patient experienced facial nerve stimulation and pain in the neck area. External equipment was exchanged. However, the problems were not resolved. Surgery to explant the device was scheduled.